Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Customer provided sample photo only. No device was returned.

Event description:
It was reported that the device shows error (interoperability error 9002) when they do a fluid change. It requires them to turn the pump off and re-start it, it won¿t ¿register to the new fluid¿. This was reported to bd associate during the site visit. There was patient involvement but the information on patient impact is unknown. Although requested no further information was known.